Event description:
A report was received that the patient had difficulty charging. The patient underwent pocket revision wherein only the lead was replaced per physician¿s preference. The patient was doing well following the procedure.